Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deflate was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effect of angina is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as a known patient effect. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported additional treatment appears to be related to operational context. A conclusive cause for the reported patient effects of angina and EKG/ECG changes and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. User facility (voluntary / mandatory) medwatch report number mw5104638.

Event description:
It was reported that the procedure was to treat a proximal circumflex artery. A trek balloon was prepped outside of the anatomy prior to use without issue. The balloon was advanced to the lesion and inflated once at 10 atmospheres. However, when the balloon was attempted to be deflated, it completely failed to deflate. The balloon was held negative for an unspecified amount of time, but the balloon failed to deflate. The indeflator was changed but still failed to deflate. A guide wire was inserted in an attempt to create small punctures on the balloon but still failed to deflate. Then the balloon was troubleshooted and inflated at 14 atmospheres and when deflating, it was successful. The balloon was maneuvered back into the guide catheter and pulled altogether. It was confirmed that during the deflation attempts the patient experienced st-elevation and chest pain. There was no clinically significant delay. No additional information was provided. Medwatch (B)(4). Report received states: angioplast balloon inflated in coronary artery and would not deflated with multiple stents. FDA safety report ID# (B) (4).